Event description:
It was reported, bd syringe, foreign matter. The following was provided by the initial reporter: this failure is related to foreign matter seen on the syringe.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown. E.1. Address information was not provided; therefore, (B)(6) was used as the state.